Event description:
It was reported by service report that the fowler is drifting down slowly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: set screws, fowler.